Manufacturer narrative:
G4: 01nov2020. B4: 05nov2020. The field service engineer (fse) replaced the power management (pm) board to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported that while on a patient, the screen went blank and the unit alarmed. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The vent was swapped out.